Manufacturer narrative:
No patient information provided to date after calls to customer 07/21/2021, 07/26/2021, and 08/06/2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The data acquisition board (daq) was replaced to resolve the reported issue.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.